Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following the implant of the implantable loop recorder the device migrated out of the pocket. The patient noticed a small bump that then became larger and then the patient observed metal of the device. The physician removed the device and treated the patient with antibiotics as a preventative measure. No patient complications have been reported as a result of this event.